Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) of approximately 250 mg/dl. A manual injection was administered to address bg. The customer alleged the pump was not delivering insulin properly. Reportedly, after loading the same cartridge onto a different tandem pump the customer's bg improved. Reportedly the customer would continue to use the alternate pump for insulin therapy.